Manufacturer narrative:
Manufacturer narrative: the customer reports that the monitor is turning on and off. The cns (central monitoring system) is not rebooting. They unplugged the power and plugged it back it. Screen is still going all black and coming back on with light and dark spots and lines through it. Monitor went completely black while they were troubleshooting. They switched power bricks from a known working monitor and it still didnt turn on. Customer was transferred to customer service to order a new 24" touchscreen monitor to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Manufacturer narrative:
The customer reports that the monitor is turning on and off. The cns (central monitoring system) is not rebooting. They unplugged the power and plugged it back it. Screen is still going all black and coming back on with light and dark spots and lines through it. Monitor went completely black while they were troubleshooting. They switched power bricks from a known working monitor and it still didn't turn on. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reports that the monitor is turning on and off. The cns (central monitoring system) is not rebooting. They unplugged the power and plugged it back it. Screen is still going all black and coming back on with light and dark spots and lines through it. Monitor went completely black while they were troubleshooting. They switched power bricks from a known working monitor and it still didn't turn on.